Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded noise in the right ventricular (rv) lead. Technical services (ts) reviewed multiple electrograms (egm) and confirmed that both egms exhibited what appears to be external noise; electromagnetic interference (emi) and was not a lead issue. There was oversensing with pacing inhibition greater than 2 seconds, however the health care professional (hcp) advised there was no report of any patient symptoms at this time. A 14-day holter was placed to monitor and will discuss case with physician. At this time, the ICD system remains in service and there were no adverse patient effects reported. Additional information was received. The device was explanted and the rv lead was surgically abandoned. Both the device and rv lead were replaced. No additional adverse patient effects were reported.